Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Although the reported event did not result in a serious injury, the report of a damaged power supply, were it to have exposed copper wires could potentially contribute to a serious injury or death, if the malfunction were to recur. Therefore, baxter considers this complaint a reportable malfunction.

Event description:
The customer reported the power supply was damaged. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).